Event description:
It was reported that prior to starting a da vinci surgical procedure, a loose cable was identified on the prograsp forceps instrument during set up. The instrument was not used in a surgical procedure. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable to be loose at the distal clevis hub. Both cable crimps remained in the clevis. Upon housing removal, the pitch cable was found to be derailed at the clamping pulley however no loose clamping pulley screw was found. Failure analysis investigation also found the following damages: the instrument's pitch cable was frayed at the distal clevis hub. No damage was found at the clevis. The instrument's clamping pulley was corroded/contaminated. There was residue on the clamping pulley inside the housing near the cable rail. Failure analysis concluded that the corroded/contaminated damage may be due to improper cleaning. The instrument's distal pulley had scratch marks/abrasions. There were scratches on the surface of the distal pulley. The instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks which exhibited light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found.